Manufacturer narrative:
Evaluation summary: this report is based on information provided by post market vigilance investigation personnel. The actual sample was not received, but a picture was received for evaluation. The returned photo did not meet specification as received. Photo inspection showed patiently body with white string pieces. The package was probably opened. The reported condition was confirmed. The investigation of the photo showed a few string pieces on patient's skin. It could not be confirmed whether the pieces came from linting of the gauze. The gauze package was probably opened. It could not determined whether the gauze was unfolded. Medtronic could not determine the origin of the string pieces. During the manufacturing and packaging process the product is visually inspected 100%. This product was sold non-sterile to a kit packer. There might be a packaging issue at the kit packer, but it is unknown whether the string pieces came from the gauze. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, there was a shedding of cotton while wiping betadine from eye wound. Same was noted in the image submitted showing a shredded gauze around the patient's right eye. There was no patient injury.